Event description:
A home patient (hp) contacted baxter's technical service center after concluding their automated peritoneal dialysis therapy. The hp noted solution under the door of the homechoice machine. Reportedly, while discarding the supplies, the home patient noted the location of the leak as being a crack along the edge of the cassette of the homechoice set on the side opposite that tubing. Baxter's technical service center advised the patient to contact their home patient service representative. No patient injury was associated with this incident; however, the home patient was treated with prophylactic antibiotics as a result of this incident.